Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as the frame bent due to user exceeding the weight limit on the bed.

Event description:
Customer states a weld is broken on the head deck.